Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device history lot: manufacturing location: elmira / monument; manufacturing date: 26-aug-2016; expiration date: 01-aug-2026; part number: 04.038.400s, tfna fenestrated helical blade 100mm -sterile; lot number: h159301 (sterile). One piece was scrapped in cell at op #70, anodize, for an unacceptable surface finish. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect I / final inspection, met all inspection acceptance criteria. Packaging label logs lppf, lmd/lpf rev ac were reviewed, and it was noted that a total of 54 labels were printed. Logs indicate that 48 labels were used on product, 2 labels on the plls and 4 labels destroyed. The DHR indicates that only 47 parts were released which would leave 1 label unaccounted for. Scn 12912 supplied by sterigenics was reviewed and determined to be conforming. Packing list indicates that 47 pieces were sent for sterilization. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: functional/ device interaction visual inspection: the tfna helical blade perf l100 tan (p/n: (B)(4), lot #: h159301) was received as an assembly at us cq. Upon visual inspection it was observed that there are scratches and discoloration on the surface of the device. Also, the tip of the device was found to be deformed. Additionally, a piece of lock prong assembly was broken inside the nail and this might of caused the complaint condition. No other issues were observed with the returned device. Functional test: the functional inspection was performed on the returned devices at cq. Both devices, helical blade (p/n: (B)(4) and tfna nail (p/n:(B)(4) were received in assembled condition. When attempted to disassemble the devices, the helical blade was stuck in the nail and was unable to disassemble due to a broken piece of the lock prong assembly was broken inside the nail. The complaint can be replicated with the returned device(s). Dimensional inspection: dimensional inspection cannot be performed as the complaint relevant dimensions could not be taken. Complaint was confirmed. Investigation conclusion the complaint condition could be confirmed for the returned device tfna helical blade perf l100 tan (p/n: 04.038.400s, lot #: h159301) as both received devices were unable to disassemble. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot manufacturing location: elmira / monument manufacturing date: 26-aug-2016 expiration date: 01-aug-2026 part number: 04.038.400s, tfna fenestrated helical blade 100mm -sterile lot number: h159301 (sterile) lot quantity: 47 one piece was scrapped in cell at op #70, anodize, for an unacceptable surface finish. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect I / final inspection, ns068751 met all inspection acceptance criteria. Packaging label logs lppf, lmd/lpf were reviewed, and it was noted that a total of 54 labels were printed. Logs indicate that 48 labels were used on product, 2 labels on the plls and 4 labels destroyed. The DHR indicates that only 47 parts were released which would leave 1 label unaccounted for. Scn 12912 supplied by sterigenics was reviewed and determined to be conforming. Packing list indicates that 47 pieces were sent for sterilization. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review. 01-jul-2021: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date during a demonstration, the tfna helical blade and the tfna femoral nail were unable to be disassembled from each other. There was no patient or surgical involvement. This report is for (1) tfna fenestrated helical blade 100mm - sterile. This is report 1 of 2 for (B)(4).